Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device was damaged by being dropped. It was further noted that led lights were serviced, the housing neck was broken, the battery holders were broken, and there was damage from dropping. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper/faulty handling. This was further defined as user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device was damaged by being dropped. It was noted in the service order that the device was "functionless - red light is on and broken cover and the technician also noted that service led lights, housing neck broken, battery holders broken, falling damage." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.